Event description:
Report received of an overdelivery. The pump was returned to the biomedical dept from the cath lab with an unsigned note that read, "the pump infused a bolus of angiomax without any problems, but when the pump's rate was set for 33ml/hr it delivered more than expected". Specific pt info, pump programming, or event details were not available. There were no adverse pt effects. During testing at the user facility, the pump delivered as expected and was returned to clinical use. Though requested, no additional info was provided.